Manufacturer narrative:
Section d4, h4, h8: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of elevated ldh and suspected thrombus could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log file for review due to elevated ldh and elevations in power and flow. Analysis of the log file revealed transient elevations in power and flow on (B)(6) 2019. The elevations appeared to be associated with pi events. The remainder of the file was unremarkable and appeared to be functioning as intended. The account communicated that the patient was admitted elevations in ldh and power with concerns of thrombus. A ramp echocardiogram was performed on (B)(6) 2019 and revealed rump was functioning as expected. According to the account, the patient was hypertensive and norvasc and lisinopril were increased. The patient¿s ldh continued to trend downward and the integrilin was discontinued on (B)(6) 2019. The patient was readmitted on (B)(6) 2019 for suspected thrombus. A CT thorax scan was performed on (B)(6) 2019 and an echocardiogram was performed on (B)(6) 2019. The patient ultimately underwent on pump exchange on (B)(6) 2019 and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device - 3 years, 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2019 that the patient was admitted for pump exchange due to suspected thrombosis. Patient had power/flow elevations log files were submitted and technical service noted during analysis log file shows power/flow trending upward with pi trending downward. On (B)(6) 2019 it was reported that thrombus isn¿t suspected now. Patient had a pump exchange already due to suspected thrombus, and just noted the power/flow spikes yesterday ((B)(6) 2019). On (B)(6) 2019 it was reported that the patient was initially admitted on (B)(6) 2019 and had been admitted before with elevated ldh captured in MFR# 2916596-2019-01312. The new pump serial number is (B)(4). Patient's ldh peaked at 1397 units/l. It was reported that the pump (B)(4) was not sure to be returned for evaluation. It was reported that the reported power, flow spikes were due to the pump setting. The patient is currently stable and getting ready for discharge. No further information was provided.